Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pseudoaneurysm is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a right coronary artery (rca) pseudoaneurysm located at a previous implanted rca stent and with a coronary femoral fistula into the right atrium. A 4.5x19mm graftmaster stent was implanted without reported issue in the pseudoaneurysm area with the perforation. Subsequent angiography revealed improved blood flow in this area; however, there was continued pseudoaneurysm formation. Reportedly, the perforation was sealed; however, it is unknown if the graftmaster stent contributed to the continued pseudoaneurysm formation. A 4.0x8mm non-abbott stent was implanted in the mid rca, overlapping the previous graftmaster stent. Additionally, a 4.0x8mm xience alpine stent was implanted overlapping the distal portion of the graftmaster stent. Post dilatation was performed on the entire stented portion. Final imaging revealed excellent stent apposition and exclusion of the pseudoaneurysm area with brisk antegrade flow distally. The patient tolerated the procedure well with no adverse sequela. Per physician, the graftmaster stent did not cause or contribute to complications or adverse events. There was no additional information provided regarding this device issue.